Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The device was not returned.

Event description:
It was reported that the foley catheter forms a ridge when deflated. The complainant alleged that the insertion and removal of the catheter was traumatic for the patient. No patient injury was reported.

Manufacturer narrative:
Received 1 unopened foley tray system. The visual inspection noted no obvious defects, and no cuff roll was observed. The functional evaluation was performed as follows: the balloon of the catheter was inflated with air and deflated, and no cuff roll was formed. Subsequently, 10cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting in a flat surface. It then deflated on it's own, and no cuff roll was formed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.the instructions for use state the following: "foley tray removal to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter forms a ridge when deflated. The complainant alleged that the insertion and removal of the catheter was traumatic for the patient. No patient injury was reported.